Event description:
Customer reported a malfunction alarm with no notable events occurring beforehand. Blood glucose level was reported to be below 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to report any future malfunctions.